Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The expiratory valve was replaced which resolved the reported issue. An inspection of the returned expiratory valve coil did not show any anomalies except that the shaft movement was a little bit sluggish near its top position. The evaluation of received device logs confirms 2 failed expiration valve tests on the reported date of event (B)(6)2020 . When tested in the reference ventilator, several pre-use checks and expiration valve test passed and simulated use test ventilation ran during 5 days without issues. A malfunctioning expiratory valve may lead to inadequate ventilation. This will be detected during pre-use check and during ventilation by generated alarms. The conclusion in this matter is that reported issue may have been caused by a slightly sluggish expiratory valve coil shaft, but this could not be determined.

Event description:
Manufacturer's ref #: 303024.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).